Manufacturer narrative:
During initial inspection, the formed needle was visible through the exposed portion of the soft cannula. Upon opening the device, the linkage assembly was found not fully retracted. The formed needle was observed to be bent and the slide retract damaged. The formed needle not having been retracted contributed to the reported bleeding and bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient experienced bleeding and bruising while wearing the pod on the arm. As treatment, a new pod was applied.